Event description:
It was reported that a patient's transfer set was leaking. The fluid would not stop flowing even if the clamp was closed. The sample was requested for evaluation. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4):it was verified on (B)(4) 2013 that a sample was no longer available.therefore, the reported condition was not confirmed and a root cause could not be determined.